Event description:
Biomed reported an over infusion of diltiazem. Vp of health systems at carefusion provided additional information about the event. ICU pt was on a drip that they believe was delivered at a greater rate than set. Device was sent to biomed with tubing. Biomed has tested the pump and found no issues. No pt harm or medical intervention reported. No further pt or event information is available.

Manufacturer narrative:
(B)(4). Customer has provided event logs and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.